Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132 serial #: (B)(4), description: precision spectra implantable pulse generator, model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model #: sc-3400-30, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted leads and splitters were not returned to bsn. It is indicated that the leads and splitters will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation, shocking sensation and uncomfortable stimulation. It was noted that the patient's leads had high impedances. The patient underwent a revision procedure wherein the ipg, which was determined to have a possible malfunction, was explanted. The leads and the splitters, suspected with malfunction, were also explanted. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). The ipg was investigated with known good test leads. Impedance measurements were within the expected range. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing inadequate stimulation, shocking sensation and uncomfortable stimulation. It was noted that the patient's leads had high impedances. The patient underwent a revision procedure wherein the ipg, which was determined to have a possible malfunction, was explanted. The leads and the splitters, suspected with malfunction, were also explanted. The patient was doing well postoperatively.